Event description:
Three endeavor rx drug-eluting stents were implanted in a pt for treatment of a distal lad, mid lad, and at the 1st obtuse marginal. (MFR report# 2953200-2008-00648 - 00650) post procedure pt was relatively stable for 24 hours. It is reported that the pt then started to develop hypotension. Isotropes were started but he went into refractory hypotension and cardiogenic shock. Two days post stent implant the pt died a non sudden, cardiac death. Investigator has indicated that pt death was not related to the endeavor drug-eluting stent. Please note that this device is not distributed in the united states.

Manufacturer narrative:
Eval results: (death). (Lack of info, no films, no autopsy report). Conclusions: (lack of info, no films, no autopsy report).